Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that clinician has received the following error message 'internal device has lost all data. Contact your clinician' when attempting to create a new program for a patient. Clinician said they couldn't reprogram patient¿s device. Impedance check showed all electrode combinations greater >4000 ohms and has a very low battery life but every time they try to set patient off on a program that was the message clinician got. It was clarified that the clinician was triggered to enter serial number at first interrogation and then every other time they tried. In previous sessions, impedance issues were not observed. Nothing in particular happened before the message showed up. The battery is low battery life.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer representative (rep). It was reported that the hcp booked the patient for a battery change (+/- lead) depending on intraoperative impedances.